Manufacturer narrative:
A ge svc rep performed an on site investigation. The fable generator interface module was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the system was losing communications between the kv control board and the table generator interface module. A communication failure will likely result in a system lockup, no boot, or shut down situation. There was no pt injury or death reported.